Manufacturer narrative:
The reported observation of therapy off due to low battery was confirmed. The root cause was due to a discrepancy in the ipg beacon data provided by the ipg to the clinician programmer and patient controller. During a query of the device a message to reset the device appeared. The reset option was performed during analysis, after the reset the ipg beacon data provided by the ipg to the lab standard clinician programmer was accurate and aligned with the cp logs ipg beacon information. Its unknown if the reset option appeared in the field when querying the device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported both the cp and pc app display "therapy was turned off due to low generator battery. Ipg was unable to be charged fully. Several attempts of troubleshooting were unable to resolve the issue. As such surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.